Manufacturer narrative:
(B)(4). The product will not be returned for evaluation as it was discarded by the hospital.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. At the first usage of the device, air leaked, valve tear, valve deformation and form lost was seen. The case was completed by another manufacturer's product. There was no patient harm.